Event description:
It was reported that it was impossible to download the data from the insulin pump. Nothing further reported.

Manufacturer narrative:
Unable to upload to carelink due to displayable history check failed on startup alarm in the history file. Alarm due to corrupted history file. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.